Event description:
Radiologist used a 6fr dial-ease dialysis introducer with a 10 x 4 opti-plast xt pta catheter. They had difficulty retrieving the catheter post inflation using a stopcock and 60cc syringe.